Manufacturer narrative:
B5.

Event description:
It was reported that an occlusion alarm occurred. System check with tandem technical support identified blockage in tubing. Customer changed tubing and resumed insulin delivery. Customer's blood glucose was 300 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Prior to contacting tandem technical support customer changed cartridge, but issue was not resolved. Customer's blood glucose was 300 mg/dl.